Event description:
An international distributor reported their customer's AED ASI is flashing red, and the AED will not power on. The customer did not report this occurring during patient use.

Manufacturer narrative:
Analysis of the log files from the AED identified that the customer was performing excessive self-testing of the AED which reduced the battery life expectancy. A once a new battery was installed and a manual self test run the AED functioned as designed and could stay in service. As a follow-up with the customer, the proper maintenance of this device was reviewed.